Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 application interrupted due to an (B)(6) operating system upgrade. No additional patient or event information is available.